Event description:
It was reported that in central processing, it was noted that the tips of the fenestrated bipolar forceps instrument were bent. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip tips were bent. One grip is bent, causing side to side misalignment of grips. There was a .144 offset at the tips. The bent grip didn't exhibit separation of the yaw pulley and pulley cover at the glue joint, however likely cause of bending remains overloading at the tip. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. Failure analysis investigation also found the following: the instrument's pitch cable was frayed. Both the pitch up and down cables were frayed at the distal clevis hub. Small frayed strands stick out at the wrist. The other cables at wrist are not damaged. The instrument's main tube had scratch marks and abrasions. The distal end of main tube has various scratch marks with light material removal. The scratches were .157 - .177 in length and not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and scratch damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.